Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional tests, bench handling and leakage testing without duplicating the report. An internal inspection resulted in no findings. The ECG shields were replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not show any indications of a device malfunction. No trend is associated with reports of this type.